Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7/h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's supply pressure sensor didn't work properly because of the expired life expectancy of the circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the supply pressure sensor didn't work properly because of the expired life expectancy of the circuit board. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.